Event description:
I had crystal lens inserted during cataract surgery several years ago by(B)(6) in (B)(6). I immediately had problems with near vision. He performed several yag procedures and eye exercises to improve muscle strength but nothing helped. Over the years, my vision has deteriorated. I am now in 275 or 300 readers and glasses for driving. I feel I should be refunded by crystal lens since they did not correct my vision as advertised. Also I think I should have received some compensation for loss of vision and cost of glasses and ophthalmologist visits. I would like to add, I do think dr (B)(6) is not to blame. He is a very competent and qualified surgeon. I think the lens are flawed and the results promised are not truthful. Thank you.